Event description:
It was reported when using the bd pyxis¿ medstation¿ es device had multiple failures on 4n main,drw 6: failed to open, read/write/invalid cubie 3/22 and 3/23. Customer reported that this malfunction occurred while trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 6 had failed and read/write errors occurred. A field service engineer (fse) disassembled and reassembled the inside of the drawer but found no problems. The fse reseated all connections on the back and replaced the drawer board and retractor band due to wear. The system functioned as intended after the field service engineer repaired the device.